Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were low impedance levels and noise on the right atrial (ra) lead. It was also reported that there was a high sensing integrity counter (sic), high thresholds, noise, and an impedance warning on the right ventricular (rv) lead. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.